Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and found that the probe wipe rinse block was partially plugged, causing a leak from the probe. The fse removed and cleaned the probe wipe rinse block and flushed all the ports and associated tubing, resolving the leak. (B)(4).

Event description:
A customer reported an uncontained leak of about 2 drops of clear liquid from the probe of a coulter ac-t diff analyzer at the end of the operating cycle. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat at the time the fluid leak was noticed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.